Manufacturer narrative:
This complaint has not been confirmed. Device not returned to manufacturer. No injury was reported, no medical attention was reported to have been sough. This is being reported as a possible delamination, as chocking is possible as a result of delamination.

Event description:
Customer complaints: here are the pictures you require for my replacement of my grind guard. Thank you. Per customer complaints: code: delamination brand: shoppers (life) grind guard lot: 047277.